Event description:
Tech alleged that the brakes were not holding. No alleged injuries.

Manufacturer narrative:
The tech found that the brake block was bad. The tech replaced the brake block to resolve the issue.